Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "constantly alarming air in line" was not reproduced. Evaluation observed a constant "reload set!" Message during device inspection. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log did not find any evidence of air in line alarms. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump constantly alarming air in line during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected information d1, d3, d4 unique identifier (UDI) #, d4: model #, g4: combination product. Additional information: h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The customer reported problem "constantly alarming air in line" could not be confirmed through the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.